Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable troponin t hs results for two patient samples from the cobas e411 rack analyzer. Patient 1 initial results were 941.9 pg/ml with a data flag and 932.6 pg/ml with a data flag. A new sample was drawn and the result was <3 pg/ml with a data flag. The original sample was repeated and the result was <3 pg/ml with a data flag. Patient 2 initial result was 208.4 pg/ml with a data flag. The repeat results were 207.3 pg/ml with a data flag, 24.52 pg/ml with a data flag, and 23.30 pg/ml with a data flag. This patient was a (B)(6) male. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 305646. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. Analyzer performance testing was completed and was acceptable. The cause of the event could not be determined. The investigation found the sample clotting time was too short and centrifuge speed might have been too high resulting in a preanalytic issue.